Event description:
Customer reports lancet protruding from softclix plus device. Customer unable to determine if lancet protruding prior to or after firing. No adverse event reported. A request was made for the return of the product, replacement was sent.